Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery. Reportedly resistance was felt during advancement of a 3.0 x 38mm rx multi-link stent (ml8). After several attempts, the ml8 device was removed from the patient anatomy and a prominent weak point was found in the mid shaft area that was nearly separated. The ml8 was replaced with a ml8 3.0 x 28mm to successfully complete the procedure. No clinically significant delay. No adverse patient effects. No additional information was received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported shaft break was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.